Event description:
It was reported that there was an error of check clutch and lever test when running occlusion, suspect a board issue. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4)as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the right plunger case was cracked. During flow and occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.